Event description:
A portable, digital ap chest x-ray was obtained for verification of placement of the endotracheal tube and umbilical artery and vein lines in a premature infant that was born via c-section. The radiology tech placed the detector plate upside down under the infant (the foot end (with charging port) was at the head of the patient). The radiology tech did not place a laterality marker near the patient or on the isolette. The image was taken using the ge optima xr240amx digital portable x-ray. The image appeared on the screen upside down, due to the detector being upside down underneath the infant. The radiology tech attempted to re-orient the image right-side up by pressing the image "rotate" button twice. It is surmised that during this, an image "mirror" button was erroneously pressed, resulting in a right-side up "flipped" (right is left/left is right) image. The care team looked at the erroneously mirrored image and saw a large pneumothorax on the infant's left side. The care team proceeded to perform a needle decompression on the left side, with positive removal of about 25 cc of air. A second x-ray image was taken, which was oriented true (correctly - the detector was placed in true orientation). The care team did not notice that the pneumothorax displayed on the infant's right side and proceeded to place a pigtail chest tube on the infant's left side. A third x-ray image (oriented true) showed a large pneumothorax still present on the infant's right side and a chest tube on the left side. The team proceeded to perform needle decompression and placement of a chest tube on the right side, without improvement of symptoms. The team performed another decompression without successful resolution and the infant died. The primary cause of death is due to the prematurity of the infant as the infants estimated gestational age was around (B)(6).